Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the large suturecut needle driver instrument had non-intuitive motion. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: as per the end user, this issue happened while the surgeon had his head inside the surgeon console and was manipulating it. He felt that the instrument was not moving in the same manner as he was moving his controller. This happened from the beginning of using the instrument, it was changed immediately, and they gave him a new instrument. There was no patient injury and no fragments fell. This instrument is sent back to isi for investigation. There are no patient demographics available.

Event description:
Refer to h11 for follow-up information.